Event description:
Customer reported erroneous high accu tni (troponin I) results were obtained when using a synchron lxi 725 clinical system. The initial result was erroneously high. Upon retesting, the results were in the normal reference range. The results obtained in the normal reference range were considered correct. It is unknown if erroneous test results were reported out of the laboratory or if there was any affect to patient treatment. No reports of death or serious injury as a result of this event. This event represents event 1 of 3 events reported by this customer.

Manufacturer narrative:
Analyzer performance and service was not available for this analyzer. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 3 events reported by this customer. The 3 related mdrs that have been reported are: MDR 2122870-2011-03269, MDR 2122870-2011-03270, MDR 2122870-2011-03271.